Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose), baclofen (unknown concentration or dose), and clonidine (unknown concentration or dose) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump reached normal end of service (eos) due to personal issues and the patient did not have it replaced in time so the patient went through withdrawal. The hcp mentioned that the patient had been in the hospital and in rehab for 3 weeks. The hcp stated that the pump was alarming and noted that the pump was no longer infusing but the alarm needed to be silenced.